Event description:
It was reported that on (B)(6) 2022, the patient underwent removal surgery of the tfna implants in question. After the implants were removed, it was found that the unknown lag screw was not locked during implantation and this allowed the screw to migrate. The procedure and patient outcome were unknown. This report is for one (1) 11mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a photo investigation was conducted. Visual inspection: according to pictures provided by the customer, the tfna system was observed in good conditions, no damages or anomalies were observed on it, however the x-ray photo suggest that the lag screw is out of position, however the tfna system remained in its original place, also a broken condition was observed on the tfna system. The customer complaint was confirmed based on the evidence available. Dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation conclusion: the customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 09-jul-2021. Expiration date: 31-may-2031. Part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile. Lot number: 250p263 (sterile). Lot quantity: 6. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿lag screw was never locked during implantation¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.